Event description:
The initial call came in on (B)(6) 2014 at 20:24 for a (B)(6) year old male patient in cardiac arrest. The incident occurred on a city street. Patient was down for an unknown length of time. It is unknown if this was a witnessed arrest or if bystander CPR was performed. There were 5 responders on the scene. Manual CPR was performed by the responding agency, however the duration is unknown. The autopulse was deployed at 20:30. A user advisory 16 (timeout moving to take-up position) was observed on the lcd display. After the user advisory 16 message occurred, customer attempted to reposition, lift the lifeband and press restart. Some compressions were performed before the ua 16 occurred, however, it is unknown how many compressions were performed. It is unknown if any messages were observed while they attempted to restart the platform. The platform was unable to be restarted. Use of the autopulse was discontinued. Manual CPR was resumed (exact length of time is unknown). The patient did not require extrication. Rosc (return of spontaneous circulation) was not achieved. The patient was transported to the hospital, however, it is unknown what was done in the emergency room. No signs or symptoms of trauma were noted. The cause of cardiac arrest is not known. The cause of death is not known. The patient was pronounced by the ER physician. It is unknown if an autopsy report was complete or is available. Customer does not attribute the patient's death to the use of the autopulse.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the top, front and bottom covers were cracked and the battery clip was missing. The physical damages found during visual inspection are not related to the reported event of the platform displaying a ua16 (timeout moving to take-up position) fault. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 7/2013). A review of the autopulse archive was performed and the reported complaint of ua16 fault was confirmed. The archive data shows that ua16 fault occurred on the first compression on the reported event date of (B)(6) 2014. The archive also shows that ua2 (compression tracking error) and ua45 (not at "home" position after power-on/restart) faults occurred on the reported event date. However, both of these user advisories are not related to the reported complaint. Functional testing was performed and the reported issue of ua16 fault was confirmed. It was found that the bushing within the drivetrain motor had slipped which caused the drivetrain motor to experience issues. In addition, the load cell characterization test was performed which indicated that both load cell modules were functioning within specification. After replacing the drivetrain motor, the platform was run with a 95% patient test fixture with known good batteries for several hours and no faults or errors were observed. Based on the investigation, the parts identified for replacement were the drivetrain motor, clutch plate, battery clip, top cover, front cover, and bottom cover. In summary, the reported complaint of ua16 fault was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective drivetrain motor. The physical damages found during visual inspection are unrelated to the reported complaint. The ua2 and ua45 faults that were observed in the archive review are unrelated to the reported complaint. The root cause for both of these user advisories could not be determined. However, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria. Based on the additional information, rosc was not achieved with manual CPR which is standard of care. Additionally, the customer does not attribute the patient's death to the autopulse.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07/15/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.